Event description:
Ous MDR - this rv lead was capped and replaced during a generator change. A portion of the lead was explanted. The generator was at eos, and the lead had insulation damage. An implant date was not provided.

Manufacturer narrative:
(B)(6) 2018 - new analysis information was received. The lead was thoroughly analyzed. The lead was only available in fragments in the returned state. It had been cut through 25 cm distal of the is1 connector pin, and only the proximal fragment was available for analysis. During the visual inspection, fraying of the insulation was detected between 20.5 cm and 22.5 cm distal of the is1 connector pin, as had also been mentioned in the complaint text. In this area, the coating of the rope conductor to the ring electrode was damaged. The position and kind of frayings are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. The manufacturing process of the lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, fraying of the insulation was detected during the visual inspection of the lead. In this area, the coating of the rope conductor to the ring electrode was damaged. There was no material defect or manufacturing error.

Manufacturer narrative:
The lead and the ICD were returned and thoroughly analyzed. The analysis of the ICD has not yet been completed. This report therefore refers to the currently available state of analysis. The ICD first underwent a status interrogation. The device status was eos, matching the clinical observation, which had been detected on (B)(6) 2018. A check of the charge drawn from the battery showed that the device status eos was not in accordance with expectations. The eos state was reset with the help of a technical programmer, and the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. A charge process followed the detection, which was, however, aborted due to repeated eos detection. The ICD was then opened. The visual inspection of the inner structure did not show any irregularities. The battery voltage and the current uptake of the electronic module were checked and were normal and in accordance with expectations. An additionally performed long-term test of the current uptake also did not show any irregularities. The electronic module was then connected to an external voltage source and again underwent an electrical function test. The test did not show any irregularities. In particular, all therapy functions were fully available and functioned as expected. There were no indications of a malfunction of the electronic module. The battery was returned to the manufacturer for a destructive analysis, which has not yet been completed. As soon as the battery analysis will be completed, this report will be updated accordingly. The lead was only available in fragments in the returned state. It had been cut through 25 cm distal of the is-1 connector pin, and only the proximal fragment was available for analysis. During the visual inspection, fraying of the insulation was detected between 20.5 cm and 22.5 cm distal of the is-1 connector pin. In this area, the coating of the rope conductor to the ring electrode was damaged. The position and kind of the frayings are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. The manufacturing process of the ICD and the lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. Especially a performed standard final electrical test of the ICD documented proper device behavior. There were no indications of a material defect or manufacturing error.